Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported pump did not turn on with slide clamp. Evaluation found the symptom to be caused by a damaged upper latch switch which would prevent the device from recognizing an open door. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on with slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.